Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the arctic sun device had an alert 116 (patient temp 1 change not detected). According to chart patient temperature had not changed in about 4 hours, but patient was near target temperature and nurse noted a change of about 0.1c. Nurse stated that the device then had an alert 02 (low flow) and alert 01 (patient line open). They disconnected and reconnected pads. Air leak message had gone. And now the flow rate was 1.2 l/m. Mss advised the nurse to verify patient temperature via alternate source and verify probe placement just to ensure accuracy. Both had been verified. Mss explained that the air was likely in the lines related to poor connection. Mss stated that after disconnecting and reconnecting the pads the issue appeared to be resolved. Mss encouraged the nurse to connect pads via tubing rather than clamps in the future and to listen for audible clicks with each connection. Mss explained low flow alert was designed originally with adult flow rate in mind. Nurse stated that they would likely continue to see a low flow notice on the arctic sun device due to it being a neonatal pad with lower surface area thus lower flow rate. Nurse confirmed that the flow rate was 1.2 l/m and that was good for the neonatal pads. Mss advised the nurse to call back with any additional questions or concerns.

Manufacturer narrative:
As per further review, this event is not reportable. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the arctic sun device had an alert 116 (patient temp 1 change not detected). According to chart patient temperature had not changed in about 4 hours, but patient was near target temperature and nurse noted a change of about 0.1c. Nurse stated that the device then had an alert 02 (low flow) and alert 01 (patient line open). They disconnected and reconnected pads. Air leak message had gone. And now the flow rate was 1.2 l/m. Mss advised the nurse to verify patient temperature via alternate source and verify probe placement just to ensure accuracy. Both had been verified. Mss explained that the air was likely in the lines related to poor connection. Mss stated that after disconnecting and reconnecting the pads the issue appeared to be resolved. Mss encouraged the nurse to connect pads via tubing rather than clamps in the future and to listen for audible clicks with each connection. Mss explained low flow alert was designed originally with adult flow rate in mind. Nurse stated that they would likely continue to see a low flow notice on the arctic sun device due to it being a neonatal pad with lower surface area thus lower flow rate. Nurse confirmed that the flow rate was 1.2 l/m and that was good for the neonatal pads. Mss advised the nurse to call back with any additional questions or concerns.